Event description:
A bone screwdriver is an instrument used to drive a screw into the pedicle. The patient's bone was reported to be hard & dense. When inserting a ø7.5mm screw on a hard bone without further pilot hole preparation, the force required to drive the screw at certain depth of insertion may have surpassed the mechanical strength of the driver tip. Other plausible cause might be non-steady instrument associated with user technique and/or repeated use. No patient injury or harm was reported. No pre-op nor post-op x-ray of patient anatomy was provided. Without additional case information, this case is deemed indeterminate.